Event description:
Information was received indicating that this ambulatory infusion pump exhibited software loss and the pump was alarming. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. Use testing found the pump alarmed when the battery was inserted without power up. The cause of the issue was due to corrupted software. It was unknown how the software was corrupted. Based on the evidence, a root cause was unable to be confirmed.